Event description:
It was later reported that the patient had a successful lead revision on (B)(6) 2013. Following the revision she was receiving effective therapy and hadn't reported any further issues.

Event description:
It was reported that the patient had a new stimulator placed, and for 2 weeks the patient felt stimulation but now he didn't feel anything, up to 10.5v. The patient had tried reprogramming with no success. There was no known accident or incident related to this complaint. The patient was admitted to the hospital for general pain. Impedance measurements were normal. It was later reported that x-rays revealed the leads had migrated. Interventions were planned, but no date was set. It was noted that the patient was still not receiving effective therapy. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).